Event description:
It was reported that during an unknown procedure the device did not meet the customer¿s expectations. There were no patient consequences reported. Unknown how case was completed.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information: can you please describe what happened with the atw35? As per attached incident report: endopath misfired whilst in position, leaving renal vein partially cut with staples sticking up, not securing cut. Further product obtained. What was the date of the event? 14 january 2014. What date was a j&j representative notified of the event? 16 january 2014. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? None reported.

Manufacturer narrative:
(B)(4). The analysis results found that the atw35 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.